Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. The clip interacted with tissue during positioning, but did not cause an injury. During the first grasp, it was noted that the posterior gripper did not lower. Troubleshooting was performed, but the gripper did not lower. The clip was removed and replaced. On the back table, it was noted that the gripper could not lower. The procedure was completed with 2 clips implanted. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue. Difficult or delayed positioning-anatomy could not be replicated in a testing environment. Single gripper actuation issue appears to be related to a potential product quality issue; therefore, exception (issue) 131596 was initiated on (B)(6) 2024 to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, the reported difficult or delayed positioning associated with the clip interacting with the anatomy appears to be related to patient conditions and due to prolapsed anterior leaflet. The reported single gripper actuation issue of inability to lower the gripper was confirmed and a cause for the issue could not be identified. Therefore, the single gripper actuation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.